Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified upper arm shunt. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 4atm for 8 seconds. The device was removed without problem. The procedure was completed with another of the same device. There were no patient complications reported.